Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received titled, " total knee replacement in a resource constrained environment: a preliminary report". Literature article "total knee replacement in a resource constrained environment: a preliminary report" (2017) by ue anyaehie, go eyichukwu, and cu nwadinigwe published by the nigerian journal of clinical practice doi: 10.4103/1119-3077.196117 was reviewed. The article purpose: review patients that had tkr surgery in an institution constrained by limited resources, describe the pattern of presentation, perioperative management, and evaluate the short term outcome of the procedure. The article reports: it is a prospective study of cases of tkr done over a 40 month period from november 2009 to march 2013. All the knees, replaced using johnson and johnson depuy pfc sigma system, were recruited for this study. All of the implants were cemented with competitor antibiotic-treated bone cements. Patella resurfacing was done in 22 (57.9%) patients. Using the knee society score, the average pre-op knee score was 21.35; the average functional score was 42, while the average post op knee scores at one year follow up were 88 and 81.7 for function which indicates success. No further information was reported regarding the fibular fracture. Depuy products involved: pfc sigma. Complications: nerve injury (4), edema (1), fibula fracture (1), deep infection (1), surgical intervention (7).